Event description:
It was reported that the patient received inappropriate shock therapy for a strip labeled supraventricular tachycardia (svt) that the clinician believed to be a true ventricular tachycardia (vt). A review of electrocardiogram strip episodes showed consistent match in morphology scores. Programming changes to gain new morphology scores and change svt discriminators were recommended. The patient was scheduled to come into clinic for the programming recommendations. There were no reported patient consequences.

Event description:
New information notes programming changes were made. There were no patient consequences.